Manufacturer narrative:
Patient city: (B)(6) patient country: canada. Medtronic minimed establishment name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca california post office or zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced an insulin flow blocked alarm due to occlusion event on 26 mar 2026. The blockage is located in the tubing. No further information is available.